Event description:
The device was used during a gallbladder procedure. Reportedly, the instrument broke and a component disengaged into the patient's cavity. The surgeon was able to remove the component with another instrument. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for evaluation.